Event description:
It was reported to baxter (B)(4) that a colleague infusion pump is repeatedly failing the air in line test on channel a with 14.5 psi back pressure. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which is repeatedly failing the air in line test on channel a with 14.5 psi back pressure was confirmed during product evaluation. The root cause of this condition was assigned to an air in line (ail) sensor being out of calibration. The ail sensor was recalibrated to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.